Event description:
Reportedly, during a laparoscopic hernia repair procedure, both peritoneal balloons would not inflate. Therefore, the procedure had to be converted to an open hernia repair procedure to complete the case. Pt status: no pt injury reported.